Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a functional endoscopic sinus surgery (fess) procedure. It was reported that while setting up for a case, site reported that the emitter had a red x and the axiem box was not communication. Site used a different navigation system to complete the case. During troubleshooting, the universal serial bus (usb) from axiem box has been put inti different universal serial bus (usb) ports and it continues to flicker between green and red status. The procedure was completed with the use if navigation. There was a delay of less than 1 hour. No known impact on patient outcome.